Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized on (B)(6) 2015 for high blood glucose. Customer's blood glucose was 558 mg/dl at the time of admission. The caller reported the customer did not have any symptoms of high blood glucose. The customer's tubing was also not kinked and their site did not appear to be infected. Customer was treated with fluids and a manual injection for their high blood glucose. It was also found the customer's insulin pump was able to manually prime and there were no air bubbles present. Customer was advised to call back to fully troubleshoot. No additional information provided.